Event description:
It was reported that an ilet device experienced premature battery depletion, with charge decreasing from approximately 60 percent at bedtime to depleted by morning, while blood glucose remained unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.

Manufacturer narrative:
Initial.